Event description:
The customer reported that the central nurse's station (cns) keeps crashing exiting out of the application and gets hdd port 1 errors. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) keeps crashing exiting out of the application and gets hdd port 1 errors. The customer also reported that they're not able to see patient data in their full disclosure and it is only affecting some beds. The customer wants to send in the unit for evaluation/repair. There was no patient injury reported.